Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed fuses on system functioned normally. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the returned ups would not power on when connected to a/c. Unable to proceed with further testing. Ups damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was not powering on. The representative (rep) left the system plugged in overnight with no change. The ups fans at the front of the cart were not running when plugged into a known good outlet. The rep also checked fuses on system and fuses functioned normally. There was no patient present when this issue was identified. No additional information was provided.